Manufacturer narrative:
The investigation for the reported high purge pressure (hpp) issue and the removal issues has been completed. Pump was not returned for investigation. Data logs were returned and investigated. The hpp failure was reported there were no high purge pressure alarms seen in the data logs to correspond to the failure mentioned. As per the data log review, there was no high purge pressure issue found during the case and insufficient data was returned. The root cause of the removal issue was most likely use related to improper implant technique. The root cause of the saturated flow issue was not determined since product was not returned and data log review is inconclusive.

Event description:
The user facility reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. However, the impella pump was going to be exchanged due to "purge system blocked" alarm that did not resolve with tissue plasminogen activator. Upon attempting to explant the pump, it could not be removed. The axillary artery was ¿cinched¿ beyond the graft anastomosis causing an impingement of the vessel and prohibiting the impella pump explant. The impella pump remained in the descending aorta on p-level p-2 and placement monitoring disabled until the following day that the patient was taken for intervention. The impella pump was eventually removed from ascending aorta through the graft with a decision to not place a new impella device. The patient was noted to be in stable condition.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿